Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming "no disposable, pump won't run". It was reported air was observed in the line. Per reporter residual volume was: 38 ml, rate 2.2 ml/hr and 62 ml was given. No adverse patient effects were reported. No additional information is available at this time